Manufacturer narrative:
The aspiration and dispense check valve malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The us customer reported inconsistent staining of pdl-1 on autostainer link 48. The pathologist did not use the patient staining result for diagnosis. The pd-l1 staining procedure was repeated on another instrument without any problems. The pd-l1 kit is in the specification. The field service engineer inspected the instrument and found an aspiration and dispense check valve not working as designed. The part was replaced, and the instrument is working appropriately. No impact on patient diagnosis was indicated.